Manufacturer narrative:
The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the events could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Tejada, j. G., lopez, g. V., koovor, j. M., riley, k., <(>&<)> martinez, m. (2019). Mid-term follow-up of staged bilateral internal carotid artery aneurysm treatment with pipeline embolization. Interventional neuroradiology, 25(6), 664¿670. Doi: 10.1177/1591019919853586. Medtronic literature review found a report of complications during or after pipeline placement. The purpose of this article was to report the experience with mid-term imaging follow-up of staged bilateral pipeline (ped) placement in the treatment of bilateral internal carotid artery (ica) aneurysms. The authors reviewed the results of 6 patients with 13 aneurysms. All patients were female; mean age was 46 years. The article describes the following complications: - one patient was undergoing treatment of a large right cavernous aneurysm. The ped was placed. The article states there was proximal migration in the aneurysmal sac due to severe vessel tortuosity. A second ped was deployed with proximal stent migration. A third ped was placed, completing the construct and covering the neck of the aneurysm. There was reportedly satisfactory contrast stagnation in the aneurysmal sac. - one patient underwent ped placement in the treatment of a carotid ophthalmic aneurysm. Three-month follow-up and unsubtracted images showing severe symptomatic supraclinoid ica stenosis due to intimal hyperplasia. Balloon angioplasty was performed with a balloon, with improvement in the caliber of the vessel at the end of the procedure. Lateral dsa and unsubtracted images 12 months post procedure show only minimal narrowing and intimal hyperplasia. The patient is asymptomatic.